Manufacturer narrative:
The device was not returned for analysis as it was discarded at the site. Follow up attempts to obtain the lot number were unsuccessful. The lot history record review was not possible as the lot number was not reported. Based on the reported information, there is no evidence suggesting that the device was defective, but rather a procedure related event. (B)(4).

Event description:
Medtronic (covidien) received information through clinical data review that during the mechanical thrombectomy (mt) procedure of the left inferior division of the middle carotid artery (mca), the clot dislodged after one pass of the mindframe device. This event was treated with the administration of verapamil. The anatomy was reported to have been tortuous and the physician did not perform further mt attempts for fear of vessel damage or patient injury. Follow up angiography revealed spontaneous restoration of the anterior cerebral artery. Computed tomography revealed no intracranial hemorrhage. The patient was reported to have been discharged home with a mrs of 2.